Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds, wear/abrasion, a curved opening on the posterior, a broken plug strap, and a missing plug strap (50%). A leak test and microscopic analysis were performed which identified a sharp opening on the posterior and a striated opening on the radius. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a striated opening on radius assessed as surgical damage consistent in the use of some surgical tools, a sharp opening on the posterior assessed as an unidentified (tear) opening, and missing plug strap assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.